Event description:
It was reported to boston scientific corporation that an uphold vaginal support system (MFR report #3005099803-2013-11162) and an obtryx transobturator mid-urethral sling system (MFR report #3005099803-2013-11077) were implanted into the patient on (B)(6) 2011. According to the complainant, the patient experienced an unknown injury. All other information is unknown. Should additional relevant details become available, a supplemental report will be submitted.